Event description:
Info received indicates the pump continued to run when the bag was empty, forcing air into the pt.

Manufacturer narrative:
The delivery set used at the time of the failure was not returned with the pump. The system testing for this pump was reviewed and found to be functioning normally. All alarms functioned according to specifications. Volumetric accuracy was found to be within specification. Several tests were run with water and ensure plus at the settings used by the customer. Each time when the bag was empty, the pump stopped and alarmed, no food, or dose done. The customer complaint could not be duplicated.